Manufacturer narrative:
The customer analyzer was returned for investigation.currently it is unknown whether or not the device may have malfunctioned, as the allegation was not duplicated during the investigation. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that upon changing the batteries, their analyzer "got very hot", "had a smoky smell", and that the battery wrapping started to melt. There were no allegations of patient/user harm. There were no allegations of incorrect results.